Event description:
On (B)(6) 2012, baxter followed-up with the wife of the home patient regarding an unrelated alarm. She advised that she was not familiar with the event and that the home patient was not available as he was in hospital. She advised that he went into hospital on (B)(6) 2012 for peritonitis, and he has been switched to hemodialysis and does not yet have a discharge date. On (B)(6) 2012, (B)(4) pharmacovigilance obtained additional information from the peritoneal dialysis nurse regarding this event. The patient was diagnosed with peritonitis on (B)(6) 2012. The patient was hospitalized on (B)(6) 2012. The patient was still in the hospital at the time of this report. The patient is being treated with antibiotics. The cause of the peritonitis is unknown. No further information was give at this time.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.